Event description:
It was reported, "nurse (B)(6) , head of theatre, reports via our sales rep, (B)(6), that the backward spigot broke off."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.